Event description:
It was reported that there was a device longevity discrepancy between the patient management database application and the programmer. The issue was escalated for investigation. The application remains in use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.